Event description:
Customer reported that their adc meter has been displaying "99.9" for over a month and have been unable to test. As a result, they reported experiencing headaches, were seen by their local dr, diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.